Event description:
It was reported that a zekrya bur separated during a wisdom tooth sectioning procedure, resulting in pieces becoming lodged in the soft tissue. The separated pieces were removed surgically one month following the event.

Manufacturer narrative:
Per condition #1 of exemption, events meeting the definition of a serious injury are required to be reported. Therefore, because a serious injury resulted in this case, this event meets the criteria for reportability per 21 cfr part 803. The device involved was returned and visually inspected. It was noted that the bur had separated in two places: at 2mm and 7mm from the tip. The cutting edges were worn and nicked and it appears that the bur was used aggressively.